Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 14145 was returned and analyzed. Visual inspection of the balloon catheter showed the device was kinked under the balloon segment. Further check under the x-ray revealed 8 electrodes were remained inside the catheter. The catheter failed the performance test due to system notice (B)(4), ¿the refrigerant delivery path is obstructed.¿ dissection/ pressure testing revealed the guide wire lumen was twisted, kinked and breached at 1.44 inches from the tip inside the balloons. In conclusion, the reported issue was confirmed. The balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be advanced or retracted from the balloon catheter. The balloon catheter and mapping catheter were removed from the body together. The mapping catheter was stuck but was not knotted inside the balloon catheter. Force was required to remove the mapping catheter which caused the tip to be sheared off exposing the wire strands. The balloon catheter and mapping catheter were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.